Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the distal segment of the lead was returned and analyzed. The proximal conductor was fractured and melted. There was blood/body fluid (not obstructed) on all conductors. The outer insulation was breached (clavicle rib crush) and melted. Cosmetic environmental stress cracking and a cosmetic depression were also noted on the outer insulation. There was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular [rv] lead had noise. It was also reported that the lead was found to be fractured upon extraction. The rv lead was explanted and replaced. It was later reported that a second lead was explanted. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.